Event description:
It was reported that the user experienced hyperglycemia while using the iLet and had been making meal announcements as correction doses; the user was instructed on correct high blood glucose and meal announcement protocols and placed a new infusion site, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure or method involving the user interface, and education and troubleshooting were completed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.